Event description:
Allegedly ceramic liner shattered in patient during the setting process. Cleaned out patient (which took 30 min) and was able to use another liner, which did not shatter.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4): evidence that product in specification when used.